Event description:
It was reported that the right ventricular (rv) lead was noted with a high number of short interval counts (sic) and showed intermittent premature ventricular contraction (pvc) which followed with t-wave oversensing (twos) . The sensitivity was decreased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).